Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for chronic low back pain and failed back surgery syndrome. The patient had an unrelated MRI of their head on (B)(6) 2017. The patient mentioned that they had an ins but the MRI technician did not pass the information to the technician who was doing the scan. The patient had their stimulation on during the MRI. The rep did not know what settings the patient had their MRI done on. During the MRI the patient felt uncomfortable stimulation and stronger stimulation. The MRI technician stopped the scan. The rep did not know how long the patient was in the MRI scanner, but they thought it was not too long. In the morning the patient was doing fine and was feeling appropriate stimulation with no issues. A few hours later on (B)(6) 2017 the patient called the rep and indicated that their device was hurting at the pocket site. The patient would follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
Additional review indicated that device code is no longer applicable to the event. However, (B)(4) does apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the patient had not yet made an appointment with her provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that about a year ago (2017) they had an MRI. They thought the MRI was of their head or of their chest and up. They stated they jolted from the MRI. They stated the MRI was not to detect anything wrong with their device or therapy.